Event description:
Two days after treatment with juvederm ultra plus in the glabeller region, the patient presented with inflammation at the injection site. The patient was treated with hyaluronidase, tetracycline and terramycin ointment.

Manufacturer narrative:
(B) (4). Device evaluation summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming.